Event description:
It was reported that the pt presented to the emergency room with the following symptoms: increased pain, increase in respirations, shortness of breath, sweating, and "start of temp". Per the reporter, baclofen was in the pt's pump. The drug concentration and daily dose were not reported. Final pt outcome was not reported. Additional info has been requested but was not available on the date of this report.

Manufacturer narrative:
.